Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation or during the first three inflations, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the heavily calcified and mildly tortuous anatomy such that the balloon became damaged and subsequently ruptured during the fourth inflation. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a heavily calcified and mildly tortuous lesion in the right coronary artery. The 2.0x15mm rx mini trek balloon dilatation catheter (bdc) was advanced to the lesion and the balloon was inflated however it ruptured during the fourth inflation at 12 atmospheres. The bdc was removed without issue and the procedure was completed with another mini trek. There were no adverse patient effects and there was no reported clinically significant delay in the procedure.